Event description:
It was reported that during a lower anterior reseciton procedure, the staples in the device did not form properly and resulted in anastomotic leak; anastomosis was then hand sutured. There was an additional 30 minutes of o.r time required for suturing. There was no patient consequence.